Event description:
It was reported that patient underwent an initial hip procedure on an unknown date. Patient was revised on an unknown date due to stem failure. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned for evaluation. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.